Manufacturer narrative:
The reported complaint that the autopulse platform ((B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not being at the "home" position, due to the sticky clutch plate. The user advisory (ua) 45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. In this case, the customer was unable to clear the advisory message, and at zoll service depot, it was noticed that the clutch plate was sticky. During the visual inspection, unrelated to the reported complaint, the top cover and front enclosure were observed cracked. This physical damage was likely due to user mishandling, such as a drop. The top cover and front enclosure need to be replaced to address this issue. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on, thus confirming the customer complaint. During further investigation, it was noted that the clutch plate was sticky, which is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch is typically caused by the usage of the device over time, although it could be accelerated by humidity or other environmental conditions. The clutch plate needs to be deburred to clear the user advisory (ua) 45 advisory message. Upon further testing, unrelated to the reported complaint, notice no brake assembly air gap was out of the specification of 0.008" ±0. 001". The brake gap was cleaned and adjusted within the specification to address the observed issue. The archive data review showed the occurrence of the multiple user advisory (ua) 45 error messages around the reported complaint date, thus confirming the customer complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Per a reporter, the issue occurred after the patient was removed from the platform. The platform worked as intended during patient use. When the crew attempted to change the lifeband, they could not remove the used lifeband as a drive shaft would not turn. The lifeband was cut free. The user was unable to move the driveshaft to the "home" position and clear the error message after multiple attempts. No patient involvement.